Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and pump and application would not pair after troubleshooting. It was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. After analysis of the logs I can see that the device did not pair with the pump within the timeout. After the pump had connected to the phone and started to pair, 2 minutes passed which triggered the pairing timeout. It is possible this was caused by interference by other bluetooth connections or with the bluetooth stack itself on the device. The issue was confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.